Manufacturer narrative:
Calibration and qc data was not provided. Global recovery of the reagent lot 832087 with the newest lots was analyzed. The global recovery was inconspicuous, consistent with the possibility that the issue is local. The alarm trace report showed several hardware-related warnings, as well as several alarms for sample clots. The issue was resolved locally with fresh reagent kits with different reagent lot numbers. The new lot number was not provided. The root cause could be consistent with a single kit failure. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results from the cobas e 801 analytical unit. The initial results are below 100 pg/ml. Upon repeating the samples on another e801 analyzer, the results are not below 100 pg/ml. One result was 427 pg/ml, the other results are between 200 pg/ml and 300 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The customer replaced the reagent with a new one from the same lot. The investigation is ongoing.